Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explanted intraocular lens (iol) one week following the initial implantation. The patient reported blurred vision with diplopia. The site reported the iol as decentered indicating button in the face of small pupil. The iol was replaced.